Event description:
It was reported that the gears were damaged on the zimmer skin graft mesher. During device analysis, it was determined that the comb was bent.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 2010 and was last repaired on (B)(4) 2012 for damaged gears. Evaluation of the device observed that the gear to the roller was worn and the comb was bent. The roller was gnarled and the bushing on the left end of the roller was exposed. Additionally, the ratchet gear was damaged. It was also observed that there was damage to the roller, roller gear and shoulder bolts, and that the left side plate was gouged. Additionally, it was noted that the sliding pin did not move freely in the ratchet. Prior to repair, test mesh was not performed due to the damaged comb and gears. The customer is a cadaver tissue bank which experiences heavy usage of devices. Improper handling most likely caused the customer's reported event of damage to the roller and cutter gears. Additionally, improper handling most likely caused the damage to the comb, left side plate, shoulder bolts, ratchet handle assembly and bushings. The device was serviced and returned to the customer.